Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿no telemetry and no output.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) underwent premature battery depletion. The patient was reported to have required hospitalization, surgical intervention, and revision to replace the ins as a result of the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).